Event description:
A malfunction alarm was reported with the display showing malf 1, but there was no adverse impact to the customer¿s blood glucose level. The customer planned to use a backup insulin pump and multiple daily injections (mdi) while arranging alternate therapy and was guided to contact their healthcare provider. Tandem technical support decided to replace the pump with updated software.